Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced a blood glucose of 500 mg/dl and believed that she was not receiving insulin from her insulin pump. The customer treated for her high blood glucose with a bolus from her insulin pump. The customer declined to troubleshoot as she stated that she changed out her infusion set and the pump was delivering. The customer further stated she did not hear a no delivery alarm from the insulin pump, though the alarm was found in the pump's history. Nothing further was reported.